Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned but that did not resolve the problem, the lens was later exchanged, and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.